Event description:
The customer reported that while the iabp was in use on a pt, the iabp generated a maintenance required code #2 (drive transducer offset failure) alarm. After rebooting the iabp), the customer reported that the iabp generated an electrical testing failure code #58 (power-up vent test failure) alarm. The pt was switched to another iabp and therapy was continued. No pt injury was reported.

Manufacturer narrative:
Company rep (field service engineer) replaced the manifold dr (d104-00-0018). The iabp was tested to factory specifications. It functioned normally and it was returned to the customer. The company evaluated the replaced drive manifold (p/n0104-00-0018) by placing the discrepant part into a cs100 test fixture. The k6 valve was activated and failed to vent the vacuum pressure, i.e. Failure was confirmed. The company has addressed the root cause of this 'sticky' k6 valve issue in CAPA (B)(4). The drive manifold in this complaint was manufactured prior to implementation of (B)(4).